Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
Correction on initial report.

Manufacturer narrative:
The customer¿s report of the mating male luer either disconnecting from the maxplus valve or breaking inside of the maxplus valve was not confirmed. Visual inspection observed no damages or any obvious issues. Functional testing performed on the valve after proper attachment of the mating components was unable to duplicate the reported issue of mating male luer disconnecting from the valve. The root cause of the reported mating male luer either disconnecting from the maxplus valve or breaking inside of the maxplus valve was not identified. No damage or any obvious issues were observed with the received valve.

Event description:
The customer has reported that the mating male luer either disconnected from the maxplus valve or broke inside of the maxplus valve. He is not sure which occurred in this case. No harm was reported, however the product was in use on a patient at the time of the event. No additional patient or event details were provided by the customer.